Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the superior mesenteric. The 7.0x60mm absolute pro self-expanding stent system (sess) was advanced over a .035 supracore guide wire to the lesion and attempted to be deployed; however, was noted to only be partially deployed due to the resistance with the thumbwheel. The sess was removed and a non-abbott stent was used to complete the procedure. There were no adverse patient effects nor clinical delay reported no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and heavily tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.